Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. Once the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that a patient had 5 implants placed and failed after the clinical procedure. It was reported that the patient may have contributed to the failure due to touching it. No pain, but patient felt it was loose and did not feel tightly placed. Went back to the doctor and it was noted that the patient had to have the implant removed. The patient had an infection and was placed on an antibiotic, mouth rinse, and steroid for healing. The implant has not been replaced as of the date of this report, a bone graft was placed and allowing area to heal. {please reference reports 3011649314-2017-00047(a), -00048(b), -00049(c), -00050(d), for the additional devices}

Manufacturer narrative:
Correction: section event: updated to reflect the change in reportability. The provider believes that the patient caused the implant to loosen by touching it when instructed not to. There is no complaint against the device.

Event description:
It was reported that the implat failed to integrate. However, the provider believes that the patient caused the implant to loosen by touching it when instructed not to. There is no complaint against the device.